Event description:
The field service representative reported several analyzer issues: analyzer software display did not correspond to real positioning of c-packs in the reagent compartment. Some new c-packs show "0" tests remaining. Some c-packs show more than 40,000 tests remaining, (one example was ggt assay with remaining tests of 41,200). They also experienced alarms when trying to upload c-packs with "0" remaining (which were actually new c-packs). The affiliate reloaded (B)(4) and cleared pc database. Customer still experienced incorrect test counters and received alarms while trying to remove this specific cassette. Customer had three additional c-packs which were "impossible to load or eliminate" (accompanied by an alarm) and the three c-packs say "0" test remaining (but they are new c-packs). These c-packs were sodium hydroxide, triglycerides and ggt. Customer was finally able to load other new c-packs of ggt and triglycerides. Customer confirmed no incorrect results were produced by the instrument or reported by the customer. The investigation is on-going.

Manufacturer narrative:
The issue could not be reproduced during investigation. The root cause could not be determined. No false patient results were generated due to the issue in this case.